Event description:
It was reported, the autoclavable camera head, when connected to the monitor, nothing was displayed, while the other backup camera could be displayed. The issue occurred during preparation for a unspecified therapeutic procedure that was completed with a similar device. There was no report of patient harm.

Manufacturer narrative:
E2: health professional ¿ (blank) and e3: occupation ¿ no information provided. The evaluation of the event is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported, the autoclavable camera head, when connected to the monitor, nothing was displayed, while the other backup camera could be displayed. The issue occurred during preparation for an unspecified therapeutic procedure that was completed with a similar device. There was no report of patient harm.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. A device history record (DHR) review found no deviations that could have caused or contributed to the reported issue. The device was not returned to olympus for inspection and the reported failure was not confirmed. Based on the investigation results, due to no device return the cause cannot be established because there are no findings available. Olympus will continue to monitor field performance for this device.